Event description:
On 02/21/2025, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer drive shaft was stuck inside an ar-9597-10 angled reamer sleeve and cold welded together. This was discovered during a reverse total shoulder procedure and the case was completed with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9597-10, serial/batch number (B)(6), was received for investigation. The ar-9676 was stuck inside it. The visual evaluation revealed heavy scratches and lines at the proximal and distal ends. The observed condition is most likely due to heavy use. Functional testing was not conducted because the device ar-9676 was stuck inside. Eco-41381 was implemented to reduce the outside diameter of the reamer. Ncr-27796 was opened to address the issue of the parts binding/sticking together.